Event description:
Two samples were (B)(6) with the advia centaur hcv assay and (B)(6) by two alternate methods. There are no reports that treatment was altered or prescribed based on the (B)(6) results. There are no reports of adverse health consequences based on the (B)(6) advia centaur hcv results.

Manufacturer narrative:
The cause for the (B)(6) advia centaur hcv results is unknown. Service was sent on site and evaluated the instrument at the following points: luminometer background count check with and without cuvettes; vacuum; dispense of r1, r2, r3 and ancillary probes; acid and base dispense; electrovalues of both manifolds; dispense and aspiration of the four aspiration probes; wash of aspiration probes; general tubings and connections checked for leaking. No issues observed. No conclusions can be drawn. Sample is not available for testing. The quality control results were within range and the runs are considered valid. The instrument is performing within specification. The issue appears to be specific to these two patients. The issue is not specific to a reagent lot or the specific instrument since similar results are observed on two reagent lots and two advia centaurs. The limitations section of the instructions for use states: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific hcv serological markers."